Event description:
It was reported by the nurse educator that, "whole system shut down." This was reported to bd representatives during their site visit. There was patient involvement, but the outcome is unknown. No further information has been provided. Per report, the devices had not been recovered for testing and inspection.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.